Event description:
It was reported that the patient with this pacemaker system underwent a revision surgery, during which the pacemaker was explanted and the right atrial (ra) and right ventricular (rv) leads were surgically capped. The entire system was replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.